Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that earlier in the day, the settings were modified by a rep. After the patient returned home, the malfunction was discovered. The patient saw the rep again and their suggestions did not resolve the issue. The patient then called patient services and the issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient said her patient programmer (pp) has an informational power on reset (por) on it. The patient was walked through the process of clearing the por. No further complications were reported. No patient symptoms were reported.